Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coord. Reported that the pt had a gi bleeding event.